Manufacturer narrative:
Batch review performed on 17 june 2024. Lot 2343513: (B)(4) items manufactured and released on 29-nov-2023. Expiration date: 2028-11-12. No anomalies found related to the problem. To date, 65 items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 1 month after the primary, the patient came in reporting pain due to a dislocation of the head from the liner and the cause of the dislocation is unknown. The surgeon revised the head and the surgery was completed successfully. Cup and liner was competitor's.